Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized after experiencing no delivery alarms over the weekend. It was reported that the cannulas were bent, and that insulin leaked inside the reservoir compartment. It was also stated that the customer's insertion device may not have been firing as it should. Nothing further was reported.